Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result for one patient sample from the cobas 8000 cobas e 602 module. The initial result was 0.401 miu/ml with a data flag and was reported outside of the laboratory as negative. The repeat result was 750.8 miu/ml. The reagent lot number was 55103600. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The field service representative ran performance testing that was acceptable. The expiration date of the reagent was 31-oct-2022.